Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 381212 batch no.: 8255881. It is reported that before use of the bd insyte¿ IV catheter the width of the catheter is larger than normal and wasn't able to be used. The following information was provided by the initial reporter: width of tip is larger than normal. Product cannot be used on a patient.

Manufacturer narrative:
Investigation summary: according to visual analysis of the sample photo, it can be observed that the catheter is pointed and it is not possible to observe the damage reported by the client. For a detailed analysis the presence of the sample would be necessary. The batch history found an unplanned maintenance which would be related to the reported failure. Based on the investigations conducted it can be determined that the root cause for this claim was caused during the tipper catheter pointing step.

Event description:
Material no.: 381212. Batch no.: 8255881. It is reported that before use of the bd insyte¿ IV catheter the width of the catheter is larger than normal and wasn't able to be used. The following information was provided by the initial reporter: width of tip is larger than normal. Product cannot be used on a patient.